Event description:
It was reported that a bi-ext set 15cm small bore spin nut was found to be defective before use. The following was reported by the initial reporter: "1 q-syte appears to be defective, it is obstracted."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: a device history record review was completed for provided lot number 9337903 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The affected sample consisted of two q-syte components attached to luers at the end of a bi-extension line. One of the q-sytes reveals a top disk component which is pushed into the adapter. Through microscopic visual inspection, the first q-syte component was found to have residual septum material and adhesive deposits on the rim of the top body and top disk, which indicates that an acceptable bond was formed at the time of manufacture. Stress markings were also observed on the luer of the extension line where the first q-syte component was connected. The second q-syte component did not reveal any abnormalities or signs of damage. During the manufacturing process, if a misorientation occurs, damage to the body of the q-syte occurs, or there is an uneven disposition of adhesive, the septum component may become pushed inward. Per quality control procedures, an operator checks for bond strength and septum damage during the manufacturing process. No issues were identified during the manufacture of this lot. Damage to the septum may occur during use if excessive actuations and/or extraneous force is used. As the device was received used, these potential causes cannot be excluded. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bi-ext set 15cm small bore spin nut was found to be defective before use. The following was reported by the initial reporter: "1 q-syte appears to be defective, it is obstracted"